Event description:
A customer contacted beckman coulter inc (bci) regarding erroneous differential results on numerous patient specimens with and without instrument generated flags generated by the coulter hmx autoloader instrument. The customer believed the results were erroneous after realizing about 40 patients had zero monocytes. Per customer, all elevated eosinophils were corrected before they were reported outside of the laboratory. Manual differentials were performed and auto differential results were corrected. It was discovered at the time that it was wet under the instrument but the customer was unable to locate the leak. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
The instrument was not performing within qc specifications. A field service engineer (fse) went on-site and found a differential reagent pump was leaking. Fse performed decontamination of all reagent networks, replaced the pak lyse pump, stabilise pump and the air pump. The root cause of this event can be attributed to the leaky pump replaced during repair.